Event description:
Boston scientific received information that the patient with this device system endured an infection. A revision procedure was performed and a full system extraction was performed. No adverse patient effects were reported during the procedure. An implant procedure was to occur at a later date.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.